Event description:
The customer observed false repeat reactive architect hiv ag/ab results generated for patient samples that are western blot negative. No specific patient information or data was provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.